Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. The explanted lead was not returned as it was kept by the medical facility. Additional information was received that the reason for lead replacement was due to patient experiencing inadequate pain relief. It was noted that the patients lead had high impedances. The patient was doing well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. The explanted lead was not returned as it was kept by the medical facility.